Manufacturer narrative:
B5: updated. H6: patient code e0605: cardiac tamponade added.

Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The was sheath, dilator and intracardiac echo (ice) catheter crossed the septum without difficulty. The wire was placed in the pulmonary vein, a pigtail catheter was inserted over the wire, and the wire was removed. The was sheath and pigtail catheter were guided to the laa. Once the pigtail was inside the laa, a contrast shot was taken on fluoroscopy imaging. The ostium was measuring 10-12mm on the fluoroscopy image. Left atrial pressure was 10, and no fluids were given. A 20mm wds was prepped in normal sterile fashion. Once the wds was inserted into the was sheath, the physician went live on fluoroscopy imaging and asked for a small puff of contrast while he continued to insert the was sheath. It was then noticed the contrast appeared to be somewhere else other than the laa. The physician stopped advancing the wds. With the use of ice imaging and more contrast, it was determined that the was sheath was through the limbus side of the laa wall and contrast was entering the transverse sinus area into the pericardium. The physician kept the was sheath in place and removed the 20mm wds from the sheath. The physician decided to place a non-boston scientific (bsc) patent foramen ovale (pfo) closure device through the was sheath to stop the bleeding from the perforation while waiting for cardiothoracic (CT) surgeons to come assess the patient for potential intervention. The patient was then intubated with general anesthesia, a tee probe placed for imaging, and pericardial drain was put in to manage a pericardial effusion. With tee guidance, the physician recaptured and re-deployed the non-bsc pfo closure device to successfully seal the perforation and stop the bleeding. Once the non-bsc pfo closure device was released, the was sheath was removed. The patient was sent to the intensive care unit (ICU) with a pericardial drain. Patient status the patient remains in the ICU and hemodynamically stable with a planned discharge date of (B)(6) 2024. It was further reported that cardiac tamponade developed from the pericardial effusion.

Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The was sheath, dilator and intracardiac echo (ice) catheter crossed the septum without difficulty. The wire was placed in the pulmonary vein, a pigtail catheter was inserted over the wire, and the wire was removed. The was sheath and pigtail catheter were guided to the laa. Once the pigtail was inside the laa, a contrast shot was taken on fluoroscopy imaging. The ostium was measuring 10-12mm on the fluoroscopy image. Left atrial pressure was 10, and no fluids were given. A 20mm wds was prepped in normal sterile fashion. Once the wds was inserted into the was sheath, the physician went live on fluoroscopy imaging and asked for a small puff of contrast while he continued to insert the was sheath. It was then noticed the contrast appeared to be somewhere else other than the laa. The physician stopped advancing the wds. With the use of ice imaging and more contrast, it was determined that the was sheath was through the limbus side of the laa wall and contrast was entering the transverse sinus area into the pericardium. The physician kept the was sheath in place and removed the 20mm wds from the sheath. The physician decided to place a non-boston scientific (bsc) patent foramen ovale (pfo) closure device through the was sheath to stop the bleeding from the perforation while waiting for cardiothoracic (CT) surgeons to come assess the patient for potential intervention. The patient was then intubated with general anesthesia, a tee probe placed for imaging, and pericardial drain was put in to manage a pericardial effusion. With tee guidance, the physician recaptured and re-deployed the non-bsc pfo closure device to successfully seal the perforation and stop the bleeding. Once the non-bsc pfo closure device was released, the was sheath was removed. The patient was sent to the intensive care unit (ICU) with a pericardial drain. Patient status the patient remains in the ICU and hemodynamically stable with a planned discharge date of (B)(6) 2024.